Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. Reportedly, the customer took no action to address bg level.